Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on patient requiring prescription medication to treat this rash. Report states that end-user has been using nystop powder for awhile, and was suggested using stomahesive powder instead. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted reported to the FDA on 07/02/2014. Note: the actual date of event is unk, so the date used was the dae convatec become aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user developed a rash to the peristomal skin located under the ostomy wafer after one (1) day of use, and was prescribed prescription nystop powder to treat this rash.